Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, further information was not provided.

Event description:
It was reported that a pcu and an unspecified number of syringe pump modules failed for communication failure either during patient transport or on setup in the cicu (cardiac intensive care unit). Although requested, further information was not provided.